Event description:
It was reported that during a procedure, the handpiece was not working properly as the sealing was not optimal. The doctor stated the issue and requested a change of equipment. Initially, the generator platform was switched to another of the same ft10 model, which seemed to work well at first. However, the doctor again complained about the sealing, leading to another equipment change. The surgery continued successfully after the change. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#: (B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric bypass procedure, the handpiece was not working properly as the sealing was not optimal. There was activation tone and end tone heard but there was no re-grasp alert noted. The doctor stated the issue and requested a change of equipment. Initially, the generator platform was switched to another of the same ft10 model, which seemed to work well at first. However, the doctor again complained about the sealing, leading to another equipment change. They were able to create 10 successful seals before the issue occurred. The surgery continued successfully after the change. There was bleeding but blood transfusion was not necessary.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d3 (MFR name and address), d4 (UDI#), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted that the bleeding occurred. Functional testing found that without receiving the device, a detailed investigation could not be performed for the reported complaint. It was reported that the handpiece was not working properly as the sealing was not optimal. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.